Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a study from foot & ankle institute, clinique du parc léopold, bruxelles, belgium. The title of this study is ¿arthrodesis after failed total ankle replacement¿ and is associated with the t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported, which occurred between 2003 and 2012. It was not possible to ascertain specific device catalogs from the report; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 6 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses non-union. 3 out of 3 cases. The study states that ¿there were 4 nonunions (cases 1, 4, 5, and 6), 1 asymptomatic and 3 that united after a second operative attempt. At the latest review, all patients were free of symptoms.¿